Event description:
It was reported that the pt was no longer able to hear with his device. The electrodes channels went progressively into high impedance. Testing carried out on (B)(6) 2011, shows channels 1, 2, 3, 4, 6, 7, and 11 in status hi. The pt was re-implanted on (B)(6) 2011.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.